Event description:
Caller reported that the pump displayed the reset screen unexpectedly. There was no reported impact to the customer¿s blood glucose level. Customer needed to plug the pump into a power source to turn it back on, and technical support was contacted to troubleshoot the shutdown issue.